Event description:
The kii blunt trocar balloon in the customer pack ruptured.

Manufacturer narrative:
It was reported that the balloon on the trochar was inflated and then ruptured. No pt injury resulted. This kii blunt trocar is manufactured by applied medical and is a component within a custom procedural pack. We have had no other similar incidents reported for this component in the past year. The sample was returned and the balloon rupture was confirmed. The sample is being sent to applied medical for review, investigation and determination of the need for any corrective action.